Manufacturer narrative:
The returned valve was patent and met the requirements for leak, reflux and preimplantation testing. However, it did not meet the requirements for pressure-flow testing due to presence of proteinaceous debris within the interior of the valve. Proteinaceous debris with in the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the product catalog indicated that the device, a high pressure valve, should be operating at a pressure range between 135 - 155 mm h2o, but that the physician found it to be operating at about 70 mm h2o. No adverse impact or injury to the pt was reported.